Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently the patient underwent a procedure (date not reported) for cauterization of granulation tissue at the site and has been prescribed topical antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2016 the patient underwent revision surgery to have the abutment removed and an internal magnet placed. The implanted device remains. This report is filed may 5, 2016. The implanted device remains.